Event description:
This report is being cancelled as it was opened in error.

Manufacturer narrative:
This report is being cancelled as it was opened in error. Revert all sections to blank : b. Adverse event or product problem suspect medical device initial reporter. All manufacturers. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service visit the getinge field service engineer found that the cardiosave intra-aortic balloon pump (iabp) failed drive manifold testing. There was no patient involvement.